Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015. Four of the prongs penetrated the wall of the ivc and extended into the adjacent retroperitoneal fat with a maximum of 3 mm. The anterior prong extends into the posterior wall of the 3rd portion of duodenum. The cook ivc filter also tilted 8 degrees posterior. The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, and there is currently no reported allegation of wrongful death. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
G4 (510k): k211875 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava perforation, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to rectal cancer. Allegations include organ and vena cava perforation, tilt. Patient reportedly expired (B)(6) 2018 due to pneumonia. Per computed tomography report, "filter location and tilt: upper l2 to mid l3 vertebral level, 8 degree posterior tilt" "perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present, 4 of the prongs penetrate the wall of the ivc and extend into the adjacent retroperitoneal fat with a maximum of 3 mm. The anterior prong extends into the posterior wall of the 3rd portion of duodenum. Filter strut fracture or bending: absent. Diameter of the inferior vena cava immediately above filter: 20 mm" per death certificate dated (B)(6) 2018: per death certificate: immediate cause of death: pneumonia. Other significant conditions contributing to death but not resulting in the underlying cause: colon adenocarcinoma metastatic to liver.